Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) on a cobas 8000 e 602 module (e602). It is unclear if any erroneous results were reported outside of the laboratory. Clarification has been requested. The sample was initially tested on the customer's e602 analyzer. The sample was then provided for investigation, where it was tested on a cobas 6000 e 601 module (e601) and a cobas e 411 immunoassay analyzer (e411). Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patient. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e601 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 179026, with an expiration date of august 2017 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 203102, with an expiration date of december 2017 was used on this analyzer.

Manufacturer narrative:
The initial values obtained at the customer site were reported to a physician automatically. The customer suspected the result. No information has been received that suggests a physician questioned the result.

Manufacturer narrative:
The patient sample was provided for investigation, where it was determined that it contains an interfering factor against the idiotype of the monoclonal antibody used in the ft3 assay. This limitation is covered in product labeling.